Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that a rupture of the sheath occurred. A 1.75mm rotapro was selected for use. It was noted that there was a rupture of the sheath during use. A drop in rotational speed occurred. No patient harm resulted in relation to this event.

Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found that the sheath was torn at 67cm from the burr housing strain relief. Blood was identified within the sheath due to the tear. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch (ablation button) was pressed, the device stalled and would not run due to the damaged sheath and the blood within the sheath. Product analysis confirmed the reported events, as the sheath was damaged and blood was within the sheath, causing the device to stall during analysis.

Event description:
It was reported that a rupture of the sheath occurred. A 1.75mm rotapro was selected for use. It was noted that there was a rupture of the sheath during use. A drop in rotational speed occurred. No patient harm resulted in relation to this event.